Event description:
During trouble shooting of a check supply line alarm the home patient (hp) stated she changed cassette. The technician asked the hp if she changed bags also and hp stated no. The baxter technician service representative (tsr) advised hp would need to start over with new cassette and new bags. The hp would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance spoke with the home patient (hp) on (B)(6) 2011. The hp stated that there was nothing visibly wrong with the supplies. The hp stated that she had restarted therapy with new supplies and had no problems doing so. Therapy has been going fine since the event. There was no patient injury or medical intervention indicated at the time of the initial report. No further information available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error - reuse of single-use product where the home patient that she changed cassette, but not the bags. This complaint is confirmed but the assignable cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.